Manufacturer narrative:
A free air test was conducted on one array of the unit to identify presence of a performance issue. Temperature reading after 45 minutes of power was 122 degrees fahrenheit, verifying unit performed within specifications.

Event description:
Patient developed two blisters on top of foot following treatment with the anodyne professional unit. Blisters measured approximately 1/4 and 1/8 inch respectively. Patient was treated with neosporin at the therapy clinic where anodyne treatments were received.